Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was likely a cleaning brush. That the defect was probably caused by the foreign material becoming logged in a gap at the boundary between the forceps branch and the inside of the instrument channel. Additionally, due to the device's physical breakage, the foreign material could not be removed even with proper reprocessing. However, olympus could not identify a definitive root cause of the event. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The instruction for use states the inspection method associated with the event in 5.5 manually cleaning the endoscope and accessories¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material attached to the boundary between the forceps branch and the forceps channel. There were no reports of patient involvement.